Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, error 40241 occurred. The customer disabled universal surgical manipulator (usm) 3 and docked usm 4 to continue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported failure. The unit was tested on an in house system and failed normal mode as it triggered 319 errors. The unit failed the fiber test on the clockspring. The clockspring fiber cable was swapped with a new one and the error no longer occurred. The original clockspring fiber cable was reinstalled and the errors returned. The unit went through testing on a patient side cart(psc) fixture test platform (pftp) with a new clockspring fiber cable and passed direction test, lissajous, chipencoder virtual absolute (cva) characterization, sensors check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. Root cause of this failure is attributed to component failure.